Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified popliteal artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. The balloon was initially inflated at 6 atmospheres for 30 seconds; however, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured vertically. The procedure was completed with a different device. There were no patient complications nor injuries reported.